Event description:
It was reported to philips that the system did not start up at 0:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system could not start up. After reviewing log file, fse found the error that m cabinet network switch could not power on and dcps (direct current power supply) had no power output. The cause of the power supply failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced dcps (direct current power supply). After replacement of the dcps, system returned to good working condition. The codes were updated based on the investigation outcome.